Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1 (matrix) was not opening. The field service engineer (fse) removed the drawer and found that the u link plunger was broken. The fse replaced plunger and reinstalled the drawer and tested in the hardware test application, where it functioned properly with no further issues observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was jammed. A technician attempted to resolve the issue by opening the back panel to identify the source of the jam; however, the cause could not be located. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.